Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 1627487-2022-01359. Related manufacturer reference number: 1627487-2022-01360. Related manufacturer reference number: 1627487-2022-01362. It was reported that patient experienced ineffective coverage of pain relief after a fall and had turned the therapy off as it was not helping. Diagnostics indicated that 3 of the leads were fractured. As such surgical intervention took place wherein the entire system was explanted. Patient is stable and no complication addressed.

Manufacturer narrative:
Correction made in b5.

Event description:
Information indicated only two leads had fractured and entire system was explanted.